Event description:
Customer reported a high blood glucose level, but the exact numeric value was not available, and it was displayed as "high." Customer took corrective action by administering a correction bolus via the pump. Technical support instructed the customer to inspect the site and tubing, confirming there were no issues with the infusion set or insulin storage. The customer was advised to replace supplies as necessary and was transferred for additional assistance.